Manufacturer narrative:
(B)(4). Batch # m93694. The analysis results found that the b5lt device was returned with no damage in the external components. During the analysis, the obturator was inserted and removed through the sleeve and there was no evidence of an unacceptable drag force present; in addition, a test endoscope was inserted through the obturator and no insertion/removal issues were noted. No conclusion could be reached as to what might have caused the reported event. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 6/28/2016. Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the outer sleeve was caught when the device intended to be inserted into the patient. Eventually, the trocar could not be tapped into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.